Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant the r wave amplitudes had decreased and oversensing was noted. A right ventricular (rv) lead dislodgment was alleged although an x-ray did not show that the lead position had changed. A repositioning was attempted and was successful. No additional adverse patient effects were reported.